Manufacturer narrative:
Concomitant product(s): a 7274 ICD, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered. The right ventricular (rv) lead exhibited varying impedances and oversensing of atrial pacing with sensing integrity counter (sic) and non sustained ventricular tachycardia episodes. The lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event. It was additionally reported that there had been spike in impedance on the right ventricular (rv) lead to an above normal value and there was noise exhibited. It was noted that the rv lead had fractured. The lead broke apart during a laser extraction. The proximal portion of the lead was removed, while the distal portion remains in the patient. During laser extraction of the rv lead, there was insulation damage to the right atrial (ra) lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.